Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients incision near the pocket site was not healing. The physician suspected that an infection was present.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 19858298.

Event description:
It was reported that the patients incision near the pocket site was not healing. The physician suspected that an infection was present. Additional information was received that the patient developed an infection at the ipg site. It was noted that the patient was sent to wound care clinic and a debridement was performed. The infection was not device related and the patient was prescribed antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead were not returned as they were kept by the medical facility.